Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00513.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed four ruby coils using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance two ruby coils through the lantern and, therefore, the ruby coils were removed. The procedure was then completed using a pod packing coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations along its length. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first and second returned ruby coil revealed multiple kinks along the length of both pusher assemblies. During functional testing, resistance was encountered while attempting to re-sheath both returned ruby coils and the pusher assemblies could not be retracted into their introducer sheaths. Therefore, based on the returned condition, the root cause of the reported advancement issue through a lantern could not be determined. Further evaluation of the second returned ruby coil revealed offset coil winds. This damage likely occurred due to the embolization coil not being protected by an introducer sheath during packaging of the device for return. The lantern identified in the complaint and the introducer sheath to the second evaluated ruby coil were not returned for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Results code 3: 4247 - the investigation did not lead to clear results. Conclusions code 1:  4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported advancement issue through the lantern. This report is associated with MFR report number: 1.3005168196-2019-00513.